Manufacturer narrative:
Corrected summary to clarify that the customer initially experienced hypoglycemia and then hyperglycemia.

Event description:
Medtronic received information via phone call that the customer went to the hospital due to low blood glucose and the doctor reduced the basal rate pattern. As a result, the customer then began to experience high blood glucose. The customer¿s blood glucose level was 478 mg/dl at time of incident and current blood glucose level was 405 mg/dl. Customer reports they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active. Customer treated the high blood glucose with bolus. Customer reported that they had contacted their health care professional regarding the high blood glucose. The customer¿s blood glucose began to lower after re-setting the basal pattern back to where it originally was. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and little bit thirsty. The customer¿s blood glucose level was 478 mg/dl at time of incident and current blood glucose level was 405 mg/dl. Customer reports they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active. Customer was treated for high blood glucose with bolus wizard. Customer reported that they had contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.